Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.

Event description:
The customer reported unable to see contrast on the subtracted images. Uninterpretable images may produce non-diagnostic quality images, possibly delay pt treatment and would be serious if I were to recur. There is no report of injury or death.